Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones and displayed an elective replacement indicator (eri). The patient stated that the device is no longer beeping and had been beeping since last week. The beep-on-eri was not turned off. This is an off-lable biv configuration that apparently reached eri because of monitoring voltage rather than charge time.